Event description:
It was reported that this right ventricular (rv) lead exhibited a code 1004, indicative of a short circuit condition detected during shock delivery. Low out of range impedance measurements were also observed. A device changeout procedure due to therapy upgrade was performed and this lead was capped and surgically abandoned since the physician was not able to fully extract it. No additional adverse patient effects were reported.